Event description:
It was reported that, "the pt underwent hip replacement surgery in 2005." It was further reported that, "after implantation the pt began experiencing significant pain and discomfort in the location of her hip. The pt heard popping and clicking emanating from her hip which later developed into squeaking and clunking."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics. No additional information is available at this time. The devices are not available due to the ongoing litigation.